Manufacturer narrative:
This report is part of a batch of late reports resulting from internally identified data inconsistencies between a postmarket study and our complaint handling databases. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Date of birth: (B)(6). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the glow clinical trial (subject ID: (B)(6)). It was reported that a hispanic female patient underwent a breast augmentation revision with two 350cc mentor memorygel breast implants and experienced several post-op rheumatology signs and generalized illness symptoms including joint stiffness, joint pain, joint swelling, and skin rashes post-operatively. As a result, the patient underwent explantation on (B)(6) 2022. This report is for the right side device.

Manufacturer narrative:
On march 28, 2023, mentor received additional information regarding the patient's complaint. It was reported that the patient also reported dissatisfaction with the procedural outcome. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 17, 2024, additional information received reported that the patient underwent device explantation on (B)(6) 2021. The explantation date in section d6b. Has been updated to may 11, 2021 to capture this additional information. Manufacturer¿s reference number: (B)(4).